Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the keyboard was non-functional. The user confirmed that the entire keyboard was not responding. Troubleshooting steps were performed, including rebooting the device and attempting recovery; however, the issue persisted and the keyboard remained unresponsive. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that keyboard had constant failures in station. A field service engineer changed the universal serial bus (usb) port for the keyboard which resolved the issue and customer functionality. Later, fse proactively replaced the keyboard. The system functioned as intended after field service engineer repaired the device.